Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 7.0 mmol/l. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No blank display noted. The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump had minor scratches on display window, cracked case on the display window corner, cracked battery tube threads and cracked reservoir tube lip.